Event description:
You must perform duplicate tests on each pt as described in "duplicate testing" section. I feel I spend a lot of money for these and I want to return and all new boxes for my lot #3116247. My pts don't want to be charged for duplicate tests. If I don't get new boxes then I will cancel and get other company strips or just use hospital lab.